Event description:
A review of service data detected a reportable event. During servicing, electrode belt sn (B)(4) was found to have a broken trunk cable connector. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the trunk cable connector was found to be broken. The root cause of the damage connector could not be positively identified but was likely physical abuse. No adverse event occurred due to the damaged trunk cable connector. The last pt to use this electrode belt did not report any problems.